Manufacturer narrative:
(B)(4).

Event description:
The endurity dr pacemaker would not screw into the ventricular lead. Changing the hex wrench did not resolve the issue. A new device was used to complete the procedure.

Manufacturer narrative:
Analysis found the problem was caused by incorrect wrench insertion into the setscrew inset by the user. Examination of the setscrew inset showed that the corners of the torque wrench were being forced down against the walls of the inset. The user of the wrench was therefore turning the wrench around the top part of the inset and stripping the setscrew. The setscrew cannot be tightened while it is stripping the inset due to the incorrect wrench insertion. The setscrew was verified to tighten when the torque wrench is correctly aligned to drop into the inset for full wrench insertion. It then engaged the inset and tightened the setscrew. The problem in the field was caused by the user¿s use of the torque wrench.